Event description:
In 2006 a patient was treated with the thromcat thrombectomy device. The co representative reported that the first run of the device was successful. The device switch was turned to neutral while the device was parked in the proximal vessel. The physician was then unable to do further runs due to the inability to restart the device. The device was removed from the guide catheter and a pronto device was used to complete the case.

Manufacturer narrative:
The suspect device was returned for evaluation and would not run as reported. However, the catheter had been badly kinked in several places; presumably during re-packaging for return. A root cause for the alleged malfunction could not be determined. The manufacturer is in the process of obtaining patient information. Add'l info will be provided to FDA in a f/u report as soon as this info is obtained. At the time of this report, the patient had been reported as having successful pci and had no adverse events associated with the procedure or the alleged device malfunction.